Event description:
A report was received from a physician that a pt experienced fusarium keratitis while using renu with moistureloc multi-purpose solution. The pt was seen for a corneal ulcer of the left eye. Fusarium was confirmed with the cornea culture and contact lenses. There was no lens case presented to the physician.